Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E3: reporter is a j&j employee. Part # 03.130.005. Lot # 9715779. Manufacturing site: werk hagendorf. Release to warehouse date: 15 feb 2016. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that only the knob from handle f/scrdriver w/hex-coupl was able to be disassembled from the shaft while the locking sleeve remained jammed into it. As a result, the screwdriver shaft was left stuck into the locking sleeve. A dimensional inspection was not able to be performed due to the parts being stuck together. As a functional test, all the involved subassembly parts and the screwdriver shaft were tried to be separated without success, with the exception of the knob of the hex coupling handle. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the handle f/scrdriver w/hex-coupl would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Photo investigation: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the scrdriver shaft 1.3/1.5 t4 self-holding, p/n: 03.130.010, appears to be assembled to handle f/scrdriver w/hex-coupl (03.130.005). No significant product problem was observed on the surface of the device. The unable to disassemble allegation can not be confirmed. Functionality issues can not be assessed through a photo investigation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for scrdriver shaft 1.3/1.5 t4 self-holding, p/n: 03.130.010. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: it was reported that on january 17, 2023, the screwdriver shaft has seized within the screwdriver handle. This was reported by the loan kit technician during loan kit inspection. It was found during product inspection on april 14, 2023 that the returned device could not be fully disassembled from the shaft. As a result, the screwdriver shaft was left stuck into the locking sleeve. This report involves one handle with hex coupling. This is report 2 of 2 for (B)(4).